Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set twist clamp fell apart. The patient was untwisting the transfer set during setup for the morning exchange and it kept twisting and had slid upward towards the titanium adaptor. There was no patient injury or medical intervention associated with this event. No additional information is available.